Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the an "over speed" alarm occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint was confirmed. The field service representative (fsr) replaced the encoder and the pump module. The suspect parts were returned for further evaluation. With these components replaced, the system operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.